Manufacturer narrative:
Concomitant product(s): dtba1qq device, implanted: (B)(6)2016; a 6935m62 lead, implanted: (B)(6)2016; a 5076-52 lead, implanted: (B)(6)2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that he left ventricular (lv) lead pulled back and loss of capture was observed. The physician attempted to reposition the lead but decided to explant and replace the lv lead. No patient complications have been reported as a result of this event.